Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 31, 2017. (B)(4). Visual inspection upon receipt of the returned sample was found missing sparger and white luer cap and confirmed the large blue cap was broke where the white luer cap attached. Since the returned sample was damaged, retention sample from the same affected product code/lot # was used for replication testing. The retention sample was then gradually pressurized in a water bath to roughly 1100 mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The reported event could not be recreated with using the retention sample. It is likely that the during the setup of the circuit connection made with the shunt sensor were over tightened, causing it to break and resulting in a leak at the connection. However, this was not able to be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, there was a leakage from the shunt sensor. *no patient involvement as this occurred during prime. *product was changed out. *procedure was completed successfully.